Event description:
Pt on stretcher in recovery room following cardiac cath. Turned to right side to get off of bedpan. Side rail came down. Pt fell to floor striking knees first and then upper body. Abrasion noted to left cheek. Investigation of stretcher indicates no problem. Pt may have released lock in center of side rail while attempting to hold herself on her right side.